Event description:
The customer reported that the unicel dxc 600i synchron access clinical system generated "waste b sump overflow" and autoloader errors. The customer stated that there was a leak covering the floor underneath the closed tube aliquotter. The customer was wearing personal protective equipment including gloves and a lab coat. There was no exposure to the fluid, no injuries and no one had to seek medical attention. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) was dispatched and evaluated the instrument. The fse was unable to confirm the leak that was initially reported under the closed tube aliquotter, but the fse did identify a leak associated with the cap piercer unit. A cap piercer blade had broken and become lodged in the blade wash drain, causing an overflow. The liquid from the overflow damaged motors, which caused the instrument errors reported by the customer. The fse replaced the damaged motors and the cap piercer assembly to resolve the issue. (B)(4).